Manufacturer narrative:
(B)(6) registry. Bibliography: arun k. Nagabandi, h. P. (2019). When prostethetic valves compete for space: a case of transcatheter aortic valve embolization due to prosthetic mitral valve. Cureus 11(3), 1-6. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long-term effects are not completely understood. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per article, patient factors (bioprosthetic mitral valve struts encroaching on the lvot) and procedural factors (not performing bav) contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A case of a (B)(6) year old female was published in a journal article, ¿when prosthetic valves compete for space: a case of transcatheter aortic valve embolization due to prosthetic mitral valve¿. The patient underwent an echo (tte) that revealed mild left ventricular hypertrophy, interventricular septum about 1.4cm thick and normal left ventricular ejection fraction. After reviewing the patient¿s options by the heart team, tavr was recommended as preferred treatment. During deployment of a 26mm sapien 3 valve in the aortic position, the valve embolized into the ascending aorta. The valve was deployed and secured in the aortic arch and positioned pass the greater vessels as the valve could not be placed it in the descending aorta due to acute thoracic aorta. An angiography revealed patency of all vessels. The case was aborted. The patient was stable. Per article, the tavr valve positioned across the native aortic valve without any difficulty. During the slow inflation of the balloon expandable tavr valve, the valve appeared to move a little. Shortly after the withdrawal of the delivery system and balloon into the descending thoracic aorta, the implanted valve embolized into the ascending aorta. Using the same edwards 25mm balloon valvuloplasty (bav) catheter, valvuloplasty was performed twice to plan for second tavr valve implant but the bav balloon watermelon seeded repeatedly during inflation. The patient was discharged from the hospital uneventfully and clinically followed and underwent a surgical aortic valve replacement (savr) two months after the index tavr procedure. The patient received a carpentier-edwards bovine pericardial tissue valve. The patient recovered well from the surgery and was discharged. At clinical follow up four months post savr the patient was doing well with no other complications. The patient's annulus measured an area of 458cm2. The sinus was mildly calcified, and the leaflets were mildly calcified. Per article, the rigid struts of the bioprosthetic mitral valve encroaching on the lvot resulted in tavr valve embolization and advice caution in such situations. In addition, per article, this potential complication can be identified and avoided by performing a bav beforehand with an appropriately sized balloon in patients with a mitral prosthesis.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.